Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, patient reported air bubbles appear in the insulin cartridge during infusion device use. Patient stated, she currently has one large air bubble present in the cartridge. Patient reported, she has had elevated blood glucose readings often in the 300's mg/dl over the past several months. Patient stated, she believes her elevated blood glucose are a direct result of air bubbles in her infusion tubing. Patient's normal blood glucose range is around 150-200 mg/dl. Patient reported receiving no error messages while experiencing the elevated readings. Offered to assist with priming out the air bubble; patient declined. Patient stated, she can prime the air bubble out on her own. The patient did not require assistance from a healthcare professional or second party to address the issue. Replacement was sent; no product return was requested.